Event description:
The customer reported one initially elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system and access accutni calibrator. The erroneous result was released out of the laboratory and questioned by the physician as it did not correlate with the patient¿s clinical condition. The patient was admitted to the hospital based on the elevated result. It is unknown if any additional treatment was given to the patient. There has been no report of current outcome. Subsequent testing of the patient¿s serial draws, on the same instrument, produced lower results within the normal reference range. The patient¿s sample was collected in a 13x100 mm lithium heparin tube without gel and centrifuged at 3,500 rpm (rotations per minute) for ten minutes, at room temperature. The customer stated quality control (qc) is performed once daily and had been within specifications with no issues. System check, performed on (B)(6) 2013, was within specification for all parameters. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) verified alignment, mixer speed, transducer voltage and the vacuum system, no issues were noted. The fse checked for leaks in the precision and wash pumps and cleaned the valves. The fse performed a routine system check and high sensitivity system check, which passed within instrument specifications. The instrument was performing within specifications and no system hardware issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. A definitive cause of the incident is unknown.